Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were hospitalized for high blood glucose and positive ketones on (B)(6) 2021 for four hours. Blood glucose level at the time of the incident was 29.4 mmol/l and at the time of call was 11.8 mmol/l. Customer was experiencing high blood glucose symptom like nausea. Auto mode was active at the time of the incident. Customer's blood glucose level was 27.4 mmol/l during hospitalization which was treated with intravenous insulin infusion. The insulin pump will not be returned for analysis.